Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining several >24.8 ng/ml folate patient and qc results generated on the access 2 immunoassay system, used in conjunction with the access folate reagent (lot # 170123), over the course of three (3) consecutive days ((B)(6) 2012) . This report documents the two (2) false qc results that were generated on (B)(6) 2012. Patient results were not reported out of the laboratory as the customer was performing patient correlation testing. Therefore, patient treatment was not affected. However, there is a potential for erroneous results to be generated.

Manufacturer narrative:
The customer did not supply any supplemental data (qc or calibration) for this event. Upon troubleshooting with bec customer technical support (cts) it was discovered that the folate reagent pack was not loaded properly. It was determined that one of the laboratory's technicians had not loaded the folate reagent pack in the correct reagent carousel slot on the analyzer. When this happens the instrument does not detect that the reagent pack is missing and can produce erroneous but believable results. Cts assisted the customer in verifying the rest of the on board reagent inventory. The only issue found was the missing folate reagent pack. Service was not dispatched for this event as the issue was resolved via normal troubleshooting with cts. This report is related to the following mdrs that are being reported on different dates for the similar event that occurred at this customer site: 2122870-2012-00574, 2122870-2012-00577.